Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual and x-ray inspection of the lead was also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had high pacing impedance measurements. The lead was not used, and a new system was implanted. The patient was in stable condition.